Event description:
It was reported to medtronic minimed that the customer experienced pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer was able to clear the alarm and not able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected pump error 23 or pump error 37 alarms noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Pump successfully downloaded traces and history files using thump. However, pump error 23 was in the pump history/trace files on 09/22/2024 at 22:26:37.000 and at 22:26:52.000. In addition, pump error 37 was located in the pump history/trace files on 21:24:58.000, 22:15:38.000, and at 22:28:22.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor home switch and pcba 1 board. The sc1 cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratches on case. Unexpected pump error 23 alarms not confirmed during testing. However, pump error 37 alarms confirmed in the pump history files due to corroded motor home switch. Moisture exposure confirmed on the [pcba 1 board/motor home switch]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.